Event description:
Procedure: nephrectomy. According to the reporter, when the endo retract was deployed intra corporally, two pieces of plastic broke off the shaft at the distal end and fell into the abdominal cavity during a lap nephrectomy.

Manufacturer narrative:
(B) (4).